Event description:
Caller reported mobile system blood glucose results of 229 mg/dl, 137 mg/dl, 155 mg/dl, and 110 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.